Event description:
Unomedical reference number (B)(4). Event occurred in the colombia. On 10-apr-2024, it was reported by the patient faced an issue with the damaged infusion set and damaged reservoirs which attributed to the blocked insulin flow. The patient changed the entire system to fix the problem with infusion sets and reservoirs without consequences. The current blood glucose level was 148 mg/dl. The patient was requested to change the infusion set and reservoir. No further information available.